Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass of gastroenterostomy. According to the reporter: during firing nothing abnormal was recognized by doctor and nurse. Opening jaw after normal firing was done, confirmed the malformation of staples at the distal part of sulu and it involved the tissue. Due to malformation of staple, tissue damage was caused upon firing. Using (B)(4) to complete the case with no problem. The staple line and tissue with the malformed staples were removed with the (B)(4). Operating time not extended. No bleeding. No reinforcement material was used.